Event description:
It was reported that "the items broke when tried to use in surgery."

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as supplemental report.